Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device had a poor staple line, it was incomplete while stapling the caecum. It was fixed with a new stapler. There was unanticipated tissue loss and damage, the incision was extended more than 1 inch. The caecum was perforated and resolved by laparotomy of 3 inches. The surgical time was extended for 45 minutes or more and the patient had to extend hospital for a minimum of 24-48 hours result of laparotomy instead of laparoscopy.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, per additional information received the patient had a wound infection.